Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned skull clamp showed that the swivel lock closes and opens properly. The lock has been tested under different pressures and meets the manufacturer's specifications. There is no movement, and the lock has not come loose. The unit has been subjected to a successful functional check and meets manufacturer specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The returned unit was in good working order and required no maintenance. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) became loose during surgery; the screw at the beginning of the surgery was at 3 strip and at the end it was only at one strip. There was no adverse consequence for the patient and no increased surgery time.